Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. Approximately 4 years and 3 months later, the patient presented with a severely stenotic valve and symptom of shortness of breath. The patient underwent a valve in valve with a 26mm sapien 3 ultra resilia inside the pre-existing 29mm sapien 3 valve. Patient was stable after the procedure.

Manufacturer narrative:
Investigation is ongoing.